Event description:
Customer alleged customer's ot profile contributed to reactions due to inaccurate high readings. Customer reportedly never lost consciousness but was close ("almost hit the floor"). On the day of the incident, customer's meter read 6.8 mmol/l at 8:00 am (fasting test). Customer checked customer's ot profile meter against customer's surestep meter. Customer tested at the same time and obtained 4.9 mmol/l with the surestep meter, which is another reason why customer feels customer's ot profile is reading higher than it should. Customer ate cereals for breakfast shortly after and then drove to a coffee shop that is a block away. Customer began sweating and shaking when customer arrived at the coffee shop (customer does not recall when the symptoms started). Was given fruit juice at the restaurant. Customer is unsure whether customer injected insulin on that day or not. If customer did, customer injected 20 units of 10/90 (not on a sliding scale - is not supposed to adjust dosage).